Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was not completed because the lot number was unavailable from the dr's office.

Event description:
Dental assistant reported that patient refused to follow-up treatment for ailing, failing implants. She moved to california. The implants failed and were removed. Patient is same patient as medwatch reports 2023141-1997-00734 and 2023141-1997-00735.